Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient was experiencing pain due to a nerve was hit by an unknown device. The patient underwent an explant procedure.